Event description:
Event occurred with regards to a plum 360 where it was reported that "the pump is showing error code 437 various software failures and the pump shut off mid infusion, but it was restituted. There was no alarm before the pump just shut down. The medication that was infusing was norepinephrine at 1mcg/kg/min." There was patient involvement but no human harm.

Manufacturer narrative:
Investigation summary customer¿s complaint was confirmed in history but not duplicated. Tested device by running protocol with basic set up. Device passed with no error alarms. Device did not shut down during protocol. Device was received with a fully charged ICU medical battery. Review of device alarm log history found error code e437 present. Replaced central processing unit (cpu). Device passed self-test with no error alarms. Device passed connectivity test both wired/wirelessly. Probable cause is worn (cpu). Rear case was replaced due to damage consistent with normal wear and tear.